Event description:
Echelon flex 60 stapler given to surgeon with cartridge in place. Stapler attempted to fire but did not complete action. When opened to see, many staples were still in cartridge and were either bent or out of place.